Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. A correction to b5 was made and should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged congestion in chest, black particles in the device and not feeling well after using the device. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device was completed by the manufacturer and found dust/dirt contamination was observed throughout the device enclosure and the airpath. They also observed evidence of water ingress in the blower box, suggesting the use of non-distilled water in the humidifier water chamber. The device's downloaded event log was reviewed by the manufacturer and found no errors. The manufacturer concludes that there was no evidence of sound abatement foam degradation found within the device. Section h6 updated and corrected in this report.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.